Event description:
It was reported that this right atrial (ra) lead exhibited low amplitude with suspected loss of capture. During a generator replacement, the physician opted to plug the ra lead to the new device and turn off therapy for the ra channel. No additional adverse patient effects were reported. This lead remains in service. Additional information was received indicating that the ra channel observations were not caused by a product performance anomaly but rather an atrial decease state. No additional adverse patient effects were reported. This device has not been returned.

Manufacturer narrative:
Correction to section b, adverse event/product problem, field b2, outcomes attrib to adv event.

Event description:
It was reported that this right atrial (ra) lead exhibited low amplitude with suspected loss of capture. During a generator replacement, the physician opted to plug the ra lead to the new device and turn off therapy for the ra channel. No additional adverse patient effects were reported. This lead remains in service. Additional information was received indicating that the ra channel observations were not caused by a product performance anomaly but rather an atrial decease state. No additional adverse patient effects were reported. This device has not been returned.

Event description:
It was reported that this right atrial (ra) lead exhibited low amplitude with suspected loss of capture. During a generator replacement, the physician opted to plug the ra led to the new device and turn off therapy for the ra channel. No additional adverse patient effects were reported. This lead remains in service.